Event description:
It was reported, "the arthroplasty was revised, due to acetabular loosening. The acetabular components were revised. The components were implant in situ for 2.82y. Hospital scores for this patient were not available."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.